Manufacturer narrative:
The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients". A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) results for samples from three patients. The results were considered discordant when compared to the reactive (positive) results obtained from repeat testing at their sister hospital ((B)(6) hospital) on the advia centaur xpt system. The samples were sent to the sister hospital for testing due to a larger than normal number of samples resulted as <0.05. The reactive results were accepted as correct. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00205 on august 14, 2020. October 5, 2020 correction: in the initial MDR report, the incorrect date was documented. The correct date at the time the initial report was filed was 14-aug-2020. September 23, 2020 additional information: the customer observed discordant nonreactive advia centaur xpt sars-cov-2 total (cov2t) results with reagent lot 003. The customer was using a running mean for the cov2t positive quality control (qc) material. As a result, the customer was considering any qc resulting between 0.3-1.0 index as reactive for the positive qc material. The package insert range for the siemens cov2t positive qc is 1.0-5.0 index. The cov2t assay cutoff is 1.00 index. The customer does pour fresh calibrator material. However, the customer does not allow the calibrator material to equilibrate to room temperature and gently mixed prior to using. The advia centaur xpt cov2t IFU (11206926_en rev. 01, 2020-05) states "calibrators are liquid and ready to use. Allow the calibrators to equilibrate to room temperature. Gently mix and invert the vials to ensure homogeneity of the material." The customer recalibrated and repeated the samples. They obtained similar results as the sister hospital. Deviation from recommended best practices and IFU instructions can lead to erroneous results. Based on the information provided, a product problem was not identified. The instrument is performing within specifications. No further evaluation of the device is required.